Event description:
It was reported that a patient presented to the emergency room after inappropriate shocks from their implantable cardioverter defibrillator (ICD) due to supraventricular tachycardia (svt). Programming changes were performed to resolve the issue. The patient condition was stable.